Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure.according to the complainant, during the procedure, the delivery device tip bent during the insertion of the first side of the implant. It was reported that the physician likely encountered bone and that the tip may have caught on the bone. No part of the device detached. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Visual evaluation of the returned device revealed that the shaft tip was bent approximately 90 degrees. No physical damage was noted to the mesh assembly. An evaluation of all available information concluded that the device was not used in accordance to the directions for use. The dfu warns not to proceed if excessive resistance is encountered.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. According to the complainant, during the procedure, the delivery device tip bent during the insertion of the first side of the implant. It was reported that the physician likely encountered bone and that the tip may have caught on the bone. No part of the device detached. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".